Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrectomy, surgeon said he started with the first ligasure and everything appeared have been working and then the seal just opened up and started bleeding. The surgeon then opened a new ligasure and it still wouldn't stopped the bleeding. Surgeon had to pen to stopped the bleeding. There's no regrasp alert, there was an end tone heard and energy delivered. The tissue/vessel type that was being sealed when problem occurred was lymph nodes, short gastric and omentum that has a size of 1mm to 4mm thick. A non-medtronic handpiece was used to complete the procedure. There was no patient injury.